Event description:
During preparaton for a micro-introducer technique, nurse opened a micro-introducer and noticed that the dark gray peel-a part introducer had a small piece hanging on the end of it. When he separated the light gray inner part from the dark gray peel-apart the small circular piece fell off. Concern was that if this had been used on a pt, the small piece would have entered the blood vessel.